Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel breast implant 300cc and experienced bilateral ruptures post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.

Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).